Manufacturer narrative:
No unresponsive buttons were noted on the insulin pump; all buttons functioned properly, and there was no moisture damage or corroded keypad traces. However, a connector at the lcd board was found locked. The unit also had minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the down arrow and another button were sticking. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.